Manufacturer narrative:
Explanted hardware was returned for investigation. Originally it was reported that 4 screws had broken postoperatively. Upon receipt of hardware, it was determined that 5 screws had broken postoperatively. The total number of reports submitted on this event have changed from 5 reports to 6 reports. This is 4th of 6 reports for this event. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: patient experienced a fall from stairs on (B)(6) 2012 and suffered a sub capital humeral fracture. Patient was implanted with philos plate and 11 screws on (B)(6) 2012. In (B)(6) 2012, patient suffered injury; arm got stuck and upper arm rotated. X-ray on (B)(6) 2012 showed 4 distal screws were broken and no consolidation of the humerus shaft was perceptible. The sub capital fracture had healed and an "aterophic" pseudoarthrosis of the fracture had developed. On (B)(6) 2012, plate was removed and replaced with a multiloc nail. This is 4 of 5 reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
This device is used for treatment, not diagnosis. The dimensions of the broken screws were checked as far as measurable using a sliding caliper and found to be in accordance with the technical drawing of the producer and ao/asif specifications. The green anodized locking screws are made of ti6al7nb titanium alloy. The examination of the raw material inspection sheets showed that the chemical composition of the locking screws were in compliance with the international standards iso 5832-11 and astm f1295. There were no specifications for the microstructure given in the raw material inspection sheet. Therefore, a small portion of the locking screws was sectioned and prepared into a transversal and longitudinal micro section. The micro structure of the screws showed alpha/beta microstructure with a texture of a1 - iso 20160, ettc 2 - which is typical for this kind of material. The micro structures of the screws are in compliance with the latest version of the international standard iso 5832-11 for implants made of wrought titanium alloy. The hardness measurements were carried out using a vickers indenter. The determination of the tensile strength is an appraisal value based on internal empirical data. These values correspond or rather exceed the requirements of the tensile strength according to the international standard iso 5832-1 and the synthes specification with a minimum value of 860mpa. The examination of the manufacturing papers and the metallographic examination showed no deviation from normal conditions or rather any irregularity of the production process. When examining the fracture surfaces of the screw heads and the screw shafts by scanning electron microscopy - sem - the initial fracture areas and the fracture behavior could be identified. The primary crack initiation started at one side and ran through the material. A secondary crack initiation zone is documented on the opposite side of the primary crack initiation zone which indicates double sided dynamic loads. Patterns of ripples or fatigue striations were observed at the crack propagation zones and nearby. Each striation represents the successive position of an advancing crack front. The presence of these striations is a clear indication of a fatigue process. Furthermore, the topography of the fracture surfaces showed a mixed fracture with structural breakage appearance and dimples. The areas with dimples on all screws correspond to the residual forced fracture zone. Sem observations and findings showed that the screw failures were caused by fatigue and overload. The failure of the investigated screws was due to dynamic bending which led to overload and material fatigue. Based on the topography of the fracture surfaces we can conclude that the implants had to absorb and neutralize double sided, dynamic bending moments for a large number of cycles, which finally led to their failure. Postoperative activities of the patient may have played a certain role too. A failure resulting from either a material defect or the manufacturing process can be excluded.